Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges. Customer used another cartridge to resolve the issue. Customer also reported pump battery depleted quickly. Customer¿s blood glucose level was 280 mg/dl. Customer reverted to using manual injections for insulin therapy.